Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient's pump battery was depleted, but after replacing the battery the pump alarmed e10040. They distributor instructed the patient to attempt another new battery. A new battery was inserted but the alarm persisted. The battery was removed, and tubing clamped. The distributor instructed the patient to call their clinic for further instruction, and the patient verbalized understanding. Event occurred while use with patient at hospital. Operator of the device was a health professional. There was a patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.